Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The actual date when the medical event occurred is unknown.

Event description:
Customer reported her freestyle lite blood glucose meter would not turn on when the button was pressed or with test strip insertion. She further reported she had to go to the fire department to have her glucose checked and noted experiencing vertigo, difficulty ambulating, confusion and noted her finger was tingling. Customer also reported a reading of 39 mg/dl, but it is unknown on what meter this reading was received. Paramedics treated customer with a "glucose shot". There was no report of death or permanent injury associated with this event.